Manufacturer narrative:
This report is to retract report MFR# 2017865-2026-01568, submitted on 23 february 2026. This report was erroneously submitted. This is a not a reportable event. The device reached end of service. All previously submitted information should be corrected to not applicable and null fields.

Event description:
It was reporeted that the implantable cardiac monitor was unable to complete a device check. It was noted that the device maybe be at end of service. Further information was requested however, was not provided.